Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined that the waste tubing quick connect would not seat properly to allow fluid to drain into the waste bottle. Replacement of the quick connect on the waste bottle has returned the instrument to expected operation. The fe also verified that the dilution station drains properly and that the prime function in service diagnostics was good. This customer has not logged any complaints against this analyzer since the repair. (B) (4).

Event description:
The customer reported that the probe of the ortho provue analyzer was dripping and the dilution cup was overflowing. The customer indicated that no error messages were posted by the provue. No erroneous results were reported. Probe issues may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.